Event description:
It was reported that this right ventricular (rv) lead exhibited a jump in pacing impedance and oversensing of noisy signals. The impedance reached a high out of range value and returned back to an in-range value. Technical services (ts) reviewed the reports and provided potential cause and a resolution. The lead remains in use. No adverse patient effects were reported.